Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. No product identification information was provided and thus a manufacturing record review could not be conducted. A risk management review found that the failure mode was identified in the risk file and no updates are required to existing risk management documentation. No clinical medical documentation was provided with this complaint nor was the instrument returned for examination. Without supporting clinical/medical documents a thorough investigation cannot be performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the operations/service manual for the dyonics power ii for warnings and precautions related to the proper use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a left knee arthroscopy with arthroscopic irrigation and debridement, an odor was noted by the nurse. Operating room staff noted the shaver handle to be hot and smoke coming from the shaver cord. The tower was disconnected from the main wall receptacle. Surgeon continue closing, with not significant delay. Post-operatively patient was examined and a red raised area was noted on her right knee. Surgeon applied silvadene ointment and dry dressing to the affected area. Patient was seen once by vascular surgeon as an outpatient and burn was nearly healed up. Recommendation to continue current treatment of silvadene. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.